Manufacturer narrative:
The device has not been returned to animas. No conclusions can be made.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire is broken. The sensor wire is not broken off in the body and there is no piece of wire still attached to the pod. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.